Manufacturer narrative:
Maquet cardiopulmonary is aware of a similar complaint (B)(4) which was investigated with the following results: during the visual inspection of the returned set, various transport damages (holes, dents) were found on the outer packaging. The inner packaging (tray) has no damage except the hole in the tyvekcover. After opening the tyvekcover, it became apparent that the welded inlet to the tray had come off. The oxygenator fixed in the insert can thus move upwards towards the tyvekcover and has pushed a hole in the tyvekcover with the catch on the blood inlet connector and thus interrupted the sterility of the set. Due to this the blood connector of the unsecured product within the tray was able to force through the tyvek peel cover. This was most probable caused due to excessive physical force during transport. Thus the reported failure could be confirmed. Most probable cause: in regards to the issue concerning the punctures from inside to outside an inappropriate handling (upside down) can be concluded. If the welding points of the inlay become loose, it will allow the product within the inlay to move. As a consequence, the holder of the venous probe may cause damages in terms of two punctures through the tyvek cover. Device history record of the complained lot 70123175 has been investigated by (B)(4) and no abnormality was found. The event has been reported with a delay due to our retrospective examination of the record. At the time (B)(4) 2019 the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4).

Event description:
Be-hls7050 was opened and the top cardboard was missing from the top of the inner package. Due to this the paper covering the set was broken. Complaint ID: (B)(4).